Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was unknown. The customer reported that they received a five motor error alarms. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer reported that the drive support cap was damaged and unable to describe it. Normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, prime test, excessive no delivery test, self test and unexpected restart error test. Unable to confirm motor error alarm and unable to perform basic occlusion and occlusion test due to reservoir tube lip broken off. The motor was tested outside of the device and passed. Insulin pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Drive support cap was inspected and no anomaly was noted.